Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with unknown indication for spinal therapy. Event occurred intra-op. It was reported that zevo screw head sheared off during screw placement , and driver was stripped. Screw remains implanted. Driver is being returned. No patient symptoms reported. No further complications reported regarding the event. Update 2020-sep-14; screw has been kept by the account, and not allowed to return at this time. Therapy planned was c4-7 acdf.